Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 200mg/dl fasting. Verified the strips expire 11/14/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 200mg/dl fasting. Verified the strips expire 11/14/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Reviewed meter memory: 1:229mg/dl, (B)(6) 25015, 09:27:00 pm, fasting: yes; 2: lo, (B)(6) 2015, 01:11:00 pm, fasting: yes; 3:176mg/dl, (B)(6) 2015, 08:59:00 pm, fasting: yes; 4:201mg/dl, (B)(6) 2015, 12:11:00 pm, fasting: yes; 5:167mg/dl, (B)(6) 2015, 12:18:00 pm, fasting: yes; no adverse event reported.